Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the catheter was placed for the first time and connected to the crrt (continuous renal replacement therapy) machine in the ICU (intensive care unit), at the pressurization process of the machine operation during treatment, the family accompanying the patient found a large amount of blood oozing. The blood leak was observed from the junction of extension tube and bifurcate (on the extension tube, close to the hub/y-connector/bifurcate), however, as for the sample, the obvious damage was not observed with the naked eye. It might be that the damage was not large. It was not determined yet on which the extension tube had aleak. No damage (crack, hole or cut) on the product where the leak was observed. The clamp was moved periodically and it should have nothing to do with whether the clamp moved periodically since it was the first use after surgery. Flushing was done prior to use and the result was normal. There was no damage to the device's box or packaging. The product was still sealed upon receipt. No other products being utilized with the device. The catheter was not repaired, no tego utilized, no cleaning agent used on the device, and there was no luer adapter issue. The insertion site was treated with iodophor disinfection prior to product placement. The patient had 1.5 units of blood loss and was given 1.5 units of blood transfusion. No medications given to the patient. No other intervention/treatment required as a result of the leakage. They removed/extubated the tubing. Re-insertion was performed with another product of the same type on the same day. The procedure was completed. The patient was stable.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a leak on the extension tube. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.